Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and pump error 35 was present in the long trace file due to corrosion on force sensor assembly. Analysis was unable to perform displacement test, rewind test, prime/ seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and moisture damage on motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was 13 mmol/l at the time of the incident. The customer returned the product for analysis.